Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es showing error messages and issues logging into pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that experienced the error messages while logged in. A technical support specialist checked the log and confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.